Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed low battery. Customer stated they would change batteries every week, she will see it lose power. Also, mentioned a circle on the top of the screen. The customer's blood glucose was unknown. The customer received a battery cap, but that did not resolve the issue. The customer continues having issues with battery. The customer was advised the pump will be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm, off no power alarm or battery icons anomaly noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.